Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/12/2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Approximate cgm and bg values were provided for (B)(6) 2017. It was also reported that there were other instances of inaccuracies but dates and values could not be recalled. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.